Event description:
A report was received that the patient was experiencing redness and pain at the pocket site. The physician prescribed the patient a lidoderm patch. The patient is reportedly doing well.